Manufacturer narrative:
No biased results were reported to physicians. The patients were not harmed. (B)(4).

Event description:
The customer is reporting discrepant negative grading for two columns in antibody screening for two patient samples using biovue technique in conjunction with their ortho vision analyzers ((B)(4)). Complainant/ complaint reporter: mr (B)(6). Event dates: (B)(6) 2016. Reported on: 07 april 2016 by mr (B)(6) to ortho helpdesk. Software version: 2.12.6. Reagents: ortho biovue system poly cassette, lot ahc551a, expiry date: 13 july 2016. Ortho biovue system poly cassette, lot ahc553a, expiry date: 25 july 2016. Ortho biovue system poly cassette, lot ahc017f, expiry date: 11 august 2016. The 0.8% surgiscreen reagent red blood cells, lot 8ss9020, expiry date: 22 march 2016. Patient information: (B)(6). The two patients' samples are known to contain an anti-leb(le2) antibody. The patient's sample from patient (B)(6) was equally known to contain an anti-lea(le1). No further information was provided. An investigation (B)(4) has already been performed on these events for discrepant negative identification results. This investigation has been opened following the fact that the customer is equally complaining about potentially misread of the reactions obtained with the ortho biovue system poly cassette that had produced the negative antibody screening results. The customer said that on the (B)(6) 2016, they has tested a sample from patient (B)(6) (sample ID (B)(6)) for antibody screening in iat technique using ortho biovue system poly cassette lot ahc551a and 0.8% surgiscreen in conjunction with their ortho autovue innova and that they had obtained the following results: cell 1 gave "?"which was modified by the customer to 0.5+. -cell 2 gave "tmc" too many cell) which was modified by the customer to 1+. Cell 3 gave "0". The customer said that on the same day, they had tested another sample from patient (B)(6) (sample ID (B)(6)) for antibody screening in iat technique using the same reagents in conjunction with their ortho vision biovue ((B)(4)) and that they had obtained negative reactions with the three cells of the red cell reagent. The customer said that on the same day, they had tested the same sample for antibody screening in iat technique using the same reagents in conjunction with their ortho vision biovue ((B)(4)) and that they had obtained negative reactions with the three cells of the red cell reagent. The customer said that on the same day, they had tested the same sample for antibody screening in iat technique using ortho biovue system poly cassette lot ahc017f and 0.8% surgiscreen in conjunction with their ortho vision biovue ((B)(4)) and that they had obtained negative reactions with the three cells of the red cell reagent. The customer said that on the (B)(6) 2016, they has tested a sample from patient (B)(6) for antibody screening in iat technique using ortho biovue system poly cassette lot ahc553a and 0.8% surgiscreen in conjunction with their ortho autovue innova and that they had obtained the following results: cell 1 gave "?" Which was modified by the customer to 0.5+. Cell 2 gave "0.5+". Cell 3 gave "3". The customer said that on the same day, they had tested the same sample for antibody screening in iat technique using ortho biovue system poly cassette lot ahc017f and 0.8% surgiscreen in conjunction with their ortho vision biovue ((B)(4)) and that they had obtained negative reactions with cells 1 and 2 and a positive reaction (with 3+ reaction strength) with cell 3. The customer said that on the same day, they had tested the same sample for antibody screening in iat technique using ortho biovue system poly cassette lot ahc553a and 0.8% surgiscreen in conjunction with their ortho vision biovue ((B)(4)) and that they had obtained negative reactions with cells 1 and 2 and a positive reaction (with 3+ reaction strength) with cell 3. The customer said that on the same day, they had tested the same sample for antibody screening in iat technique using ortho biovue system poly cassette lot ahc017f and 0.8% surgiscreen in conjunction with their ortho vision biovue ((B)(4)) and that they had obtained negative reactions with cells 1 and 2 and a positive reaction (with 2+ reaction strength) with cell 3. The customer said that for the columns 1 and 2 of the cassettes that had produced the negative antibody screening results for patients (B)(6), they would have visually graded some of these reactions as positive. No further detail was provided. The customer said that their ortho vision biovue analyzers are still under the validation phase. The customer said that no biased result was reported to a physician. The customer said that no patient was harmed.